Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. It was reported that one device was of lot number 25078661 and two devices were of lot number 25078250; however, lot 25078250 is not a valid lot number for the heartstring iii device. Refer to MFR report #'s 2242352-2013-01021 and 2242352-2013-01022 for the related reports.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, the seal and the anchor tab were located inside of the loading device body. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaints was confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).